Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 250ml infusion of potassium phosphate and d5w was programed to infuse at 62.5ml/hr for 4 hours however the bag was empty within 30 minutes. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the potassium phosphate bag was found empty after 30 minutes was not confirmed. Review of the pcu event log showed that the infusion was programmed at a rate of 62.5ml/hr for a 4 hour duration. After approximately 35 minutes the device alarmed for air in line followed by flow stop open. The device alarmed again for flow stop open for approximately 18 seconds before being channeled off. It could not be determined from the log review why the infusion was stopped after only 35 minutes. Functional testing found the device operating within specification. The event administration set was not returned for investigation. The root cause of the reported event was not identified.